Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (endoleak). Lack of information (unknown cause of endoleak). Evaluation conclusion: lack of information (unknown cause of endoleak).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It is unknown how the patient presented. If was reported that the patient has a type iii endoleak, fabric coming from the ipsilateral limb. The cause of the endoleak is unknown. An endurant 162493 was successfully implanted to treat the endoleak. No additional clinical sequelae were reported and the patient is fine. A review of 2 angiogram video's (unk date) show that there is an endoleak near the mid-length of the left ipsilateral limb. The endoleak appears to be a type iii fabric, and occurs in a straight section of the limb. After relining the limb the endoleak resolved. The cause of the endoleak could not be determined from the images provided.